Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1: reporting institution phone#: (B)(6). A philips remote service engineer (rse) spoke to the customer and a nemo (non-engineering material only) service was agreed upon. The customer ordered a replacement speaker assembly to resolve the issue. The customer was provided a replacement speaker assembly to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue mx400 patient monitor indicating that a replacement loudspeaker is needed. It is unknown if the device could produce an audible sound. The device was not in use on patient at time of event, there was no adverse event reported.